Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had three faulty sensors. The transmitter did not blink when connected to the sensor. When the customer removed the sensor it was missing the electrode. Customer's blood glucose level was 7 mmol/l. The device was not returned.